Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was firing a lot and continuously and exhibited pacer spikes. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing resulting in unnecessary pacing. The ipg system remains in use. No patient complications have been reported as a result of this event.